Event description:
Pt went to radiology for a CT of abdomen and pelvis at 9:00am. Pt was receiving lactated ringers 1000 ml 125 ml/hr via IV. When pt returned to unit at approx 9:30am IV pump was beeping and pt had contrast on arm and pajamas. Pt complained of radiology shooting IV dye all over them and leaving the IV pump beeping the entire time of test. Pt's IV pump was beeping on return to unit, reading occluded. Site was flushed and working but IV would not infuse. Nurse opened chamber of pump and found tubing within the chamber had herniated but was not leaking. IV tubing was changed and new IV bag hung. IV pump infused after this without incident. IV tubing was placed in biohazard bag and given to the pt safety manager with report. The IV pump was pulled from service for precautionary measure after report was received. Fact finding from radiology and nursing unit took place regarding sepcifics of event. Contact was made to product account consultant who advised facility to contact co's customer advocacy. Discussion with customer advocacy identified that this situation has been previously reported to them sharing that if the tubing is not clamped off above the port being used for injector that risks are taken. Customer advocacy shared that CT power injectors often used deliver at pressures in excess of 100 psi and tubing in use is designed to withstand 30 psi. A letter was provided to the facility via e-mail providing response to this report recommending that customers purchase extension sets specifically designed for this application. Fact finding with radiology identified that current process in radiology-CT is to clamp off above the port being used as advised by the co customer advocate. Product was mailed to co for testing. Follow-up was done with radiology staff regarding the contrast on the pt. Staff shared that the luer adaptor was not tight causing this to occur. Radiology tech then tightened the adaptor in order to proceed with scan. There was no adverse outcome to pt.